Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial# (B)(4), implanted: (B)(6) 2019, product type: catheter; ubd: 19-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown dose and concentration of baclofen via an implantable pump for intractable spasticity. It was reported that the patient was having an MRI (magnetic resonance imaging procedure) on (B)(6) 2019. The MRI had been ordered for the patient's brain. It was unknown if the MRI procedure was due to a problem with the patient's device or therapy. The patient has had a headache since pump implant which has progressively worsened with nausea and vomiting. It was reported the symptom was sudden and began on (B)(6) 2019. The patient was admitted to the hospital the day before ((B)(6) 2019) for the headache. It was reported the healthcare provider was planning to rule-out a csf (cerebrospinal fluid) leak. No further complications were reported or anticipated.